Event description:
Tech alleged that the hilow was drifting.

Manufacturer narrative:
Tech repaired that hilow drift to resolve the issue. No further info available on this repair. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.